Event description:
Per the doctor the cause of the patient's nausea was anesthesia medicine and the pain following surgery was the patient's normal reaction to surgery. No further relevant information has been received to date.

Event description:
It was reported by the patient's caregiver that the patient stayed in the hospital post initial vns implant surgery because she was having trouble with the pain management and nausea. It was reported that the patient had trouble with pain management and how it triggered her anxiety. The patient's caregiver reported she believed the some narcotics made her nauseous so she threw up all her meds. The caregiver reported that once she told the nurses to get her off the "big meds" and on to acetaminophen, she did fine. The patient was discharged a review of device history records showed that both the lead and generator both passed quality control inspection prior to distribution. No further relevant information has been received to date.